Manufacturer narrative:
This report is submitted on (B)(6) 2017. (B)(4).

Event description:
Per the clinic, the patient experienced an infection and soft tissue overgrowth at the abutment site. Subsequently the abutment was removed. The implanted fixture remains insitu.

Manufacturer narrative:
Correction: this MDR report filed on july 26, 2017 was a duplicate. Any further information will be provided with report number 6000034-2017-00671.